Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl which was treated with insulin pump. Customer declined to troubleshoot for high blood glucose. Customer had an alert for sensor signal not found. Customer¿s current blood glucose was 172 mg/dl. No product will not be returned for analysis.